Event description:
It was reported that during the implant attempt, the physician had difficulty placing the right ventricular (rv) lead and felt the helix became extended on its own. The rv lead was removed and the physician noted a fibrin, fiber (possibly from a sponge), or a part of the helix that was not in the right place. The rv lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. No anomalies were found. (B)(4).